Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2023, the patient underwent a bkp procedure. The balloons could not be removed from the patient¿s body because they got caught by the working sleeves. The balloons were removed with the entire working sleeves. One of the balloons was removed, and another was removed by cutting the tip of the balloon. The procedure was completed successfully with no surgical delay. There was no reported adverse patient impact. No further information is available to report. This report is for a synflate balloon/medium- sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2: additional procode: hrx. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Part: 03.804.701s synthes lot: 82221878 supplier lot:82221878 release to warehouse date: june 25, 2021 supplier: confluent medical technologies no ncrs were generated during production. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the synflate vertebral balloon med was received in two pieces, per the event description, the device was cut to be able to disassemble it from the working sleeve. The distal section of the shaft and the balloon present signs such as scratches and deformation that could indicate a mating issue with the working sleeve, hence the complaint condition can be confirmed. The protection sleeve was not returned. The surgical technique guide was reviewed. While no root cause can be determined for the reported issue, the damaged condition of the balloon is most likely due to the process of trying to extract the device, indicating excessive forces were used. A dimensional inspection for the synflate vertebral balloon med was unable to be performed due to post manufacturing damage. A functional test was unable to be performed as the mating working sleeve was not returned. The complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the synflate vertebral balloon med would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.